Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found expired by the fire department. The patient's batteries were connected but power was fully depleted. The patient was known to run his batteries down to critical levels. It was also reported that the pump was not explanted. The hospital contacted the patient's family to verify availability of the patient's equipment for evaluation and the family stated that the equipment for evaluation and the family stated that the equipment is unavailable as they are going to have it checked out.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.